Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2014 with the following findings: the black box starts on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2014 have been overwritten. A review of the available black box and alarm history shows no eaw¿s related to the complaint. The total daily dose adds up correctly and reflects the user programmed basal rate. A delivery accuracy test was successfully completed. The pump was found to be delivering accurately and within required range. Unable to duplicate the complaint, information for the complaint is overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that they do not believe the pump is delivering the basal rate since their blood glucose (bg) had been in the 500mg/dl to 600mg/dl range for the last three days. The patient stated that they changed their site and bg did not come down. The patient denied bent cannulas and site issues. The patient is currently off pump and on injections. Customer support (cs) reviewed the pump and time/date are correct and there were no related alarms in the alarm history. The total daily dose match programmed totals. The patient stated that the ic, isf and bg target settings are correct. The patient states no issues. Customer support reviewed the pump and no issues were found with the pump. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.